Event description:
A customer had a problem with the uvc catheter. The customer reports "difficulty inserting the uvc past the 5 cm mark, the catheter stiffens up." The customer reports "no injuries occurred, the doctor removed the uvc and placed a piv instead."